Event description:
Initial reporter indicated to our (B) (4) mgr that their handheld was displaying an error message "error executing sql statement: select * from paramsdata where par_intprgflag <= 2 order by par_datetime desc" good faith attempts are being made for the product to be returned for product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.